Manufacturer narrative:
The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode of particle found in cassette reservoir could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that there was a particle found in the reservoir cassette. The production batch had several lots and unable to pinpoint which lot contained the particle. The particle was found during 100 % visual inspection under light with white and black backgrounds. There was no patient involvement.